Event description:
The customer contact reported a leak. On an unspecified date at a compounding facility, the vial was filled with dilaudid 1 mg/ml for a total volume of 30ml, and shipped to the end user. On (B)(6) 2013, it was reported that after an unspecified seal of the vial was broken and the yellow cap on the vial was removed, the pharmacist noted less than 0.25 ml of moisture at an unspecified location inside the vial. The customer contact reported that when the injector was inserted into the blue stopper of the vial, a few drops of solution leaked around the blue stopper in the vial. The vial was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.